Event description:
On 24/jun/2023 this male peritoneal dialysis (pd) patient contacted fresenius technical support to request assistance in bypassing to a fil. The patient stated they had gone to the hospital and was drained there. During follow-up with the patient and the peritoneal dialysis registered nurse (pdrn), it was documented that this patient was diagnosed with peritonitis. The patient was presented to the emergency room (ER) on (B)(6) 2023 with complaints of abdominal pain. A pd effluent culture was obtained. The patient¿s white cell count was not elevated; however, the polymorphonuclear cell count was elevated (value not provided). The patient was diagnosed with peritonitis. The patient was initiated on antibiotic therapy with levaquin (route, dose, frequency and duration not provided) and intraperitoneal (ip) vancomycin 1.5g-2.0g based on the vanco trough (frequency not provided). The patient was released from the ER on the same day. The pd effluent culture was positive for staphylococcus warneri. The patient¿s last dose of antibiotics was 18/jul/2023 with 2.0g vancomycin. The suspected cause of the peritonitis was touch contamination by the patient. There were no reported other issues with any fresenius device(s), drugs, or products related to this event. The patient continued pd therapy utilizing the liberty select cycler during recovery. Clinical investigation: there is a temporal relationship between peritoneal dialysis (pd) therapy utilizing the liberty select cycler with liberty cycler set and the patient event of peritonitis. However, there is no documentation in the complaint file to show a causal relationship between the peritonitis and use of the liberty select cycler with liberty cycler set. Additionally, there is no allegation of a device malfunction or deficiency or cycler set defect reported for this event. The suspected cause of the peritonitis is touch contamination by the patient. This is supported by the culture results of staphylococcus warneri, a species that can be isolated in approximately 50% of adults and constitutes around 1% of all skin staphylococci. This species is capable of causing human infections and patients that are immunocompromised and those with invasive medical devices are at risk. These peritonitis events are assumed to be related to contamination at the time of pd fluid exchange occurring mainly by and external route heightening the concern for exit-site care, such as meticulous hand hygiene and face-mask wear during the dialysis exchange. Based on the available information and no evidence or allegation of a malfunction, defect or deficiency, the liberty select cycler with liberty cycler set can be excluded as the cause of the patient¿s peritonitis event.

Event description:
On 24/jun/2023 this male peritoneal dialysis (pd) patient contacted fresenius technical support to request assistance in bypassing to a fil. The patient stated they had gone to the hospital and was drained there. During follow-up with the patient and the peritoneal dialysis registered nurse (pdrn), it was documented that this patient was diagnosed with peritonitis. The patient was presented to the emergency room (ER) on (B)(6) 2023 with complaints of abdominal pain. A pd effluent culture was obtained. The patient¿s white cell count was not elevated; however, the polymorphonuclear cell count was elevated (value not provided). The patient was diagnosed with peritonitis. The patient was initiated on antibiotic therapy with levaquin (route, dose, frequency and duration not provided) and intraperitoneal (ip) vancomycin 1.5g-2.0g based on the vanco trough (frequency not provided). The patient was released from the ER on the same day. The pd effluent culture was positive for staphylococcus warneri. The patient¿s last dose of antibiotics was (B)(6) 2023 with 2.0g vancomycin. The suspected cause of the peritonitis was touch contamination by the patient. There were no reported other issues with any fresenius device(s), drugs, or products related to this event. The patient continued pd therapy utilizing the liberty select cycler during recovery. Clinical investigation: there is a temporal relationship between peritoneal dialysis (pd) therapy utilizing the liberty select cycler with liberty cycler set and the patient event of peritonitis. However, there is no documentation in the complaint file to show a causal relationship between the peritonitis and use of the liberty select cycler with liberty cycler set. Additionally, there is no allegation of a device malfunction or deficiency or cycler set defect reported for this event. The suspected cause of the peritonitis is touch contamination by the patient. This is supported by the culture results of staphylococcus warneri, a species that can be isolated in approximately 50% of adults and constitutes around 1% of all skin staphylococci. This species is capable of causing human infections and patients that are immunocompromised and those with invasive medical devices are at risk. These peritonitis events are assumed to be related to contamination at the time of pd fluid exchange occurring mainly by and external route heightening the concern for exit-site care, such as meticulous hand hygiene and face-mask wear during the dialysis exchange. Based on the available information and no evidence or allegation of a malfunction, defect or deficiency, the liberty select cycler with liberty cycler set can be excluded as the cause of the patient¿s peritonitis event.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.